Event description:
Reporter alleged segments were missing from the display of the compact plus system. Reporter is from the manufacturer's evaluations dept, and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.